Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as performing pd therapy with "unhygienic conditions" (not further specified). On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with injection vancotroy (2 grams, stat, ip [intraperitoneally]) and gentamicin (20 milligrams, once daily for 14 days, ip). At the time of this report, the peritonitis was resolving, the patient's pd effluent had not completely cleared yet, and the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.